Event description:
Procedure type: unk. According to the reporter: the woodford spike trocar obturator bladed was warped when doctor used the obturator trocar to insert into the cannula. There are some debris that came out when doctor put the trocar into the cannula. Surgery time was not extended by 30 mins or more. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B) (4).